Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. 796893) for female sterilisation. The patient had a medical history of migraine, vaginal bleeding, adenomyosis, cervical dysplasia, anxiety, dyspareunia, pelvic pain, multiple caesarean sections, parity 2, gravida ii, dysplasia, stress urinary incontinence, dyspareunia, dysmenorrhea and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 1112 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: on the right side there was one coil noted; on the left there were 3 coils noted extending on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: consistent with bilateral tubal occlusion a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. 796893) for female sterilisation. The patient had a medical history of migraine, vaginal bleeding, adenomyosis, cervical dysplasia, anxiety, dyspareunia, pelvic pain, multiple caesarean sections, parity 2, gravida ii, dysplasia, stress urinary incontinence, dyspareunia, dysmenorrhea and menorrhagia. On 20-jul-2011, the patient had essure inserted. On 05-aug-2014, 1112 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: on the right side there was one coil noted; on the left there were 3 coils noted extending on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 25-oct-2011: consistent with bilateral tubal occlusion lot number: 796893 manufacture date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.